Manufacturer narrative:
(B)(4). The actual needle was returned for evaluation. A microscopic inspection revealed indents and scuff marks around the break areas by use of surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. The condition of the sample suggests an improper handling of the needle/suture. This defect cannot be attributed to the manufacturing process.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a spinal fusion procedure on (B)(6) 2013 and suture was used. During knotted suturing under the skin, the needle broke at the tip when passing through tissue. The needle piece was retrieved during the initial procedure. There was no adverse consequence to the patient.